Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. A follow-up MDR will be submitted if additional information is received. A review of the stapler logs has been conducted by an isi failure analysis engineer (fae). Per the fae, the logs show sureform 60 stapler instrument (part #480460 -09, lot #t92220118-0060) fired 7 stapler reloads (2 blue followed by 2 white then 3 more blue). All firings were completed without any errors according to the logs. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass (roux-en-y) procedure, the surgeon reported observing air bubbles on the staple line during leak testing. The surgeon had used blue and white sureform 60 reloads with a sureform 60 stapler instrument during the surgical procedure. However, it is unclear if air bubbles were observed on the staple line where one or multiple stapler reloads were fired. It is also unknown what medical/surgical intervention, if any, was rendered due to the intra-operative staple line leak. Furthermore, the cause of the intra-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the surgeon noticed air bubbles from the staple line during a leak test. The surgeon mentioned that he has seen air bubbles in a number of unconfirmed procedures. However, the surgeon reportedly mentioned that none of these cases resulted with a patient complication. According to the surgeon, he has not had any issues with malformed staples or issues with stapler firings. In this case, the surgeon had used blue and white sureform 60 reloads with a sureform 60 stapler instrument. It is unknown what medical/surgical intervention, if any, was rendered due to the intra-operative staple line leak. Intuitive surgical, inc. (Isi) has attempted to contact the surgeon to obtain additional information. However, no further details have been received as of the date of this report.